Manufacturer narrative:
Additional manufacturer narrative: the customer approved the recommended repairs. The device was repaired and shipped back to the customer.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor was receiving a "calibration error apnea" message. An exchange unit (internal gas bench only) was sent to the customer and they replaced the gas bench. The biomedical engineer reported that the gas bench exchange unit they received was not working. The unit was not calibrating and displayed a "calibration error" message. The entire device was turned to nihon kohden and evaluated. The issue was duplicated with the gas unit giving a "calibration error" message. The gas unit was replaced with a new one that was successfully calibrated. The unit was tested and all steps of the maintenance check sheet per the service manual was completed. When the device was received the device came in with case damage. It was recommended that the customer that the damaged parts be replaced. Decision to replace those parts has not yet been made by the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor was receiving a "calibration error apnea" message.